Manufacturer narrative:
The external battery was received by resmed and an evaluation was performed. The evaluation found that the external battery was depleted. The battery was recharged and it operated per specifications. The reported failure could not be reproduced during performance testing and recharging resolved the battery issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to charge. There was no patient injury reported as a result of this incident.